Manufacturer narrative:
Device evaluation did not show any malfunction. The returned device was verified that it can be used with intended instrumentation. Doctor's instrumentation did not fit in the surgical guide because he ordered the guide for wrong instrumentation.

Event description:
Guide fits fine in the patient's mouth but after performing a tissue flap, doctor discovered that the inserts did not fit in the sleeves. Doctor sewed the patient back up and postponed the surgery.